Manufacturer narrative:
Concomitant medical product(s): vedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right atrial (ra) lead undersensing of the patient's arrhythmia, even though it was still detecting the arrhythmia, it was suspended in mode switch and not counting all the beats and the atrial rate appeared to be twice the rate that was being detected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received and confirmed that reprogramming was performed.